Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 12 events were reported for this quarter. Product return status: 11 devices were received for evaluation; 1 device was not available to stryker for evaluation. Evaluation status: 6 events were confirmed during testing, - 6 devices were found to be affected by corrosion, 5 device evaluations are in progress. Product disposition: 6 devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 12 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation; 12 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 5 previously reported events are included in this follow-up record. Evaluation status: 5 reported events were confirmed during testing. 5 devices were found to be affected by corrosion. 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.